Event description:
It was reported that the patient had a pump exchange on (B)(6) 2020 from (B)(6) to (B)(6). They remain ongoing with (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.